Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a1301. Annex g: g0301204. Annex c: c0201. Annex d: d02. Additional information: annex a: a1801. Annex g: g04037. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated failed plunger position accuracy was confirmed. ¿ received on 16-dec-2024 into bd san diego operation¿s lab. Syringe unit was received unboxed and with paperwork. ¿ external inspection reveal a scratched rear case. Unit fails the plunger position accuracy test on asm. Test pcu showed error code 351.6660 upon loading the 27 mm test fixture. Error message ¿problem seating plunger¿ was also noted on the asm screen, interrupting the test. These errors confirmed the stated failure. ¿ internal inspection reveals a missing nylon screw on the carriage block. Replacing the missing nylon screw has corrected the plunger position accuracy failure and unit passes the test. ¿ missing nylon screw on the carriage block. Workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. ¿ noted issue on failed plunger position accuracy was corrected in bd san diego operation¿s lab. Recommend bd san diego repair center replace damaged rear case. ¿ failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated failed plunger position accuracy was confirmed. ¿ received on 16-dec-2024 into bd san diego operation¿s lab. Syringe unit was received unboxed and with paperwork. ¿ external inspection reveal a scratched rear case. Unit fails the plunger position accuracy test on asm. Test pcu showed error code 351.6660 upon loading the 27 mm test fixture. Error message ¿problem seating plunger¿ was also noted on the asm screen, interrupting the test. These errors confirmed the stated failure. ¿ internal inspection reveals a missing nylon screw on the carriage block. Replacing the missing nylon screw has corrected the plunger position accuracy failure and unit passes the test. ¿ missing nylon screw on the carriage block. Workmanship at bd manufacturing. ¿ device to be returned to san diego repair center for processing. ¿ noted issue on failed plunger position accuracy was corrected in bd san diego operation¿s lab. Recommend bd san diego repair center replace damaged rear case. ¿ failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy. There was no patient involvement.